Manufacturer narrative:
An event of shreds of tissue present when a valve was released in saline was reported. The tissue was believed to be from the patient. The device was returned to abbott for analysis and the investigation found no anomalies. Tissue fibers were observed on the inflow and outflow surface of the valve, however; these are a normal characteristic of the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The diameter of the vessel was measured as greater than 5.5mm. The patient had tortuous anatomy. During the procedure, after inserting the delivery system into the patient anatomy, the valve capsule of the delivery system kinked. The valve and delivery system were removed from the patient. It was noted that there were shreds of tissue present when the valve was released in saline. The shredded tissue was approximately 3cm long and 1 cm wide and was described as soft like collagen. The user believed the shredded tissue came from the patient. There were no perforations nor any dissections noted in the patient. The valve was inspected and no damage was noted. A new 29mm navitor transcatheter aortic valve was prepared with a new large flexnav delivery system. The non-abbott guidewire was nicked and was the cause of the delivery system kinking. The valve was implanted. The patient status was stable.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The diameter of the vessel was measured as greater than 5.5mm. The patient had tortuous anatomy. During device preparation it was noted that there were shreds of tissue in the saline. The valve was inspected and no damage was noted. During the procedure, after inserting the delivery system into the patient anatomy, the valve capsule of the delivery system kinked. The device was removed from the patient. A new 29mm navitor transcatheter aortic valve was prepared with a new large flexnav delivery system. The non-abbott guidewire was nicked and was the cause of the delivery system kinking. The valve was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.